Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges severe pain and suffering, disability, physical impairment, disfigurement, severe emotional distress and mental anguish, loss of the capacity for the enjoyment of life, and excessive levels of chromium and cobalt in his blood. Doi: (B)(6) 2006 dor: none reported (left hip); dob: (B)(6); patient is a resident of (B)(6). Update 9/13/2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 4 feb 2015 - der rcvd. Added dor, patient height, weight and activity level, sales rep and surgeon information and added stem and sleeve products.